Manufacturer narrative:
Additional information: update to h6 codes, device not returned for analysis.

Event description:
New information notes the device will not be returning for analysis.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable.